Manufacturer narrative:
Manufacturer¿s investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b3: date of event corrected. Section h6: health effect - clinical code and health effect - impact code corrected. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later communicated that the cause of death was due to sepsis. The patient's death was not considered device or therapy related and the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient was scheduled for a heartmate 3 to heartmate 3 pump exchange for (B)(6) 2025 due to infection. It was later reported that on (B)(6) 2024 2 colonies of cutibacterium acnes (formerly proprionibacterium acnes) were identified in cultures. On (B)(6) 2024 blood cultures came back negative and a nasal swab of mrsa came back positive on (B)(6) 2024. The patient was initially diagnosed with a driveline exit site (dles) infection on (B)(6) 2024 with a positive dles swab of rare -1 colony staphylococcus aureus. Patient experienced symptoms of pain, erythema, and purulent drainage at the driveline exit site. The patient was treated with intravenous (IV) vanco initially inpatient, then IV daptomycin as outpatient. On (B)(6) 2024 a dles swab show no growth, and the patient was switched to doxycycline treatment. In (B)(6) 2024 blood cultures came back negative. The patient was admitted (B)(6) 2024 with a negative blood culture result and a dles swab of a colony of staphylococcus pettenkofer. They had abnormal staphylococcus aureus and were tested on (B)(6) 2024 for dles fungal culture which was negative. The patient was then discharged on (B)(6) 2024. Patient was readmitted (B)(6) 2024 through (B)(6) 2024 and (B)(6) 2024 through (B)(6) 2024 with dles staphylococcus aureus. From (B)(6) 2024 through (B)(6) 2024 patient was found to have many colonies of staphylococcus aureus around their dles. Patient as finally admitted (B)(6) 2025 for the infection with a positive culture on (B)(6) 2025 of dles staphylococcus aureus. It was reported that patient had their pump exchange on (B)(6) 2025. Patient was admitted until (B)(6) 2025 when they were said to have passed.